Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient had poor communication screen on the patient programmer. Patient reported intermittent poor communication screen. The programmer was functioning as designed and connected to the ins multiple times. Programmer only showed poor communication when patient tested syncing without connecting to the ins. Once connected, the patient saw an info low ins battery screen. Reviewed how to bypass this screen and view settings. Patient was able to turn stimulation on and use it normally (mentioned settings 2.3 v). Patient reviewed it is normal for him to charge ins every other day (last full charge was monday -2 days ago from this report) and that ins may have been used more as patient kept ins on a few times during naps/ hcp appointments when he would normally turn ins off so ins was used more. Patient noted he usually turns ins off at those times because stimulation pulsates more when he is laying down. Patient noted this also occurs at stress test. Patient reported poor communication issue was resolved with troubleshooting. No further patient symptoms or complications were reported in this event.